Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer received another alarm after troubleshooting. Customer's blood glucose level was 51 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.